Event description:
It was reported that the patient experienced chest pain and went to the hospital. X-ray, CT scan, and echocardiographic tests revealed the patient had a cardiac perforation and pericardial effusion. The right ventricular (rv) lead exhibited high thresholds and low r-wave sensing. A white colored liquid was noted in the pericardial effusion and in the pocket. The infection was reported to be unrelated to the patient's pacemaker system. The system was removed and discarded at the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).